Event description:
The customer reported observation of an elevated advia centaur ca 19-9 result for a patient sample which was discordant relative to repeat testing when using reagent lot 535. The initial elevated advia centaur ca 19-9 result (above reference range) was obtained for a male patient sample which was reported to the physician(s) who questioned the result. The sample was repeated on the same advia centaur xp instrument and producing a lower result. This lower result matches the clinical diagnosis and was reported to the physician(s). A corrected report was issued to the physician(s) based on the repeat testing. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur ca 19-9 result for a male patient which was discordant relative to repeat testing when using lot 535. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating this issue.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur ca 19-9 result which was discordant relative to repeat testing., siemens investigation confirmed an average positive bias of 56.4% with a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, investigation did not confirm the complaint allegations of commercial quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous will be distributed to customers who have received the affected product to notify them of the bias. The communication will advise customers to discontinue use of the affected product. Note: in section h6, codes for investigation findings and investigation conclusions were updated.